Event description:
It was reported that the patient had a urinary tract infection which the physician confirmed was non-device related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7159420/7158986. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35537328.